Event description:
It was reported that a 1059 modified skull clamp slipped and caused a laceration on a pt. Info received from the clinical coordinator was described as follows; the allen c frame that attaches the jackson posterior frame was used for a c3-c4 posterior fusion, prone position. The pt was placed in the cranial 3 point head holder. The surgeon felt that the 2 pin holder was stiff, but felt that the pt's head was secure. The pt was placed in the c-frame and the head was adjusted when the head slipped out of the crown of thorns. The pt had a laceration that needed to be stabled because it was profusely bleeding. The medical intervention was stapling the scalp for the one inch laceration that occurred. There was a delay in surgery because the holder had to be switched and secured to the bed and the pt's head needed to be secured again. The pt was then placed in the allen face plate then the procedure was performed. Mayfield integra adult, disposable skull pins (a1083) were used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.